Event description:
A malfunction alarm identified as "malf 12" was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump for continued insulin therapy.